Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 12 previously reported events are included in this follow-up record. Product return status 12 devices were received.

Event description:
This report summarizes 12 malfunction events in which the device had a component detach. - 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 12 events were reported for this quarter. Product return status 12 device investigation types have not yet been determined. Additional information 12 devices were labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device had a component detach. - 12 events had patient involvement; no patient impact.